Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during variceal banding procedure performed on (B)(6) 2022. During the procedure, the bands did not deploy. When the device was inspected by the physician, it was found that the bands were "tangled." The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that there were two bands returned inside a bag. The slack's returned position suggested that it was not taken up correctly. The post did not show insertion marks of the trip wire, which is an evidence that the trip wire was not secured which was also confirmed when the device was observed under magnification. The suture thread was in good condition and contained seven knots. The returned ligator had five bands attached, and some of them had moved from their position and overlapped. One of the bands was broken. The device was observed under magnification, and the ligator head teeth were found bent/damaged. The suture hole was in good condition. A functional evaluation was performed by rotating the handle, and it could be rotated without any problems. An audible click and indents felt with each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head had five bands attached, some of them had moved from their position and overlapped. One of the bands was broken. Also, the ligator head teeth were bent/damaged. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the slack was not taken up correctly and the trip wire was not secured due to absence of trip wire insertion marks. These conditions suggested inability of the device to deploy. It is very important to the correct operation of the device that the user take up the slack and verify the trip wire correctly, otherwise it will slide inaccurately, and it will not have the required precision, so, the bands cannot be deployed as intended. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during variceal banding procedure performed on (B)(6) 2022. During the procedure, the bands did not deploy. When the device was inspected by the physician, it was found that the bands were "tangled." The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.